Event description:
During the ep transeptal procedure it was reported that the zinger wire performed different than normal. Post procedure when the physician removed the zinger wire and wiped the device the zinger coating was seen on the gauze. No intervention reported as a result of this event. No patient injury reported. The wire had been inspected prior to use and flushed with standard saline.

Manufacturer narrative:
(B)(4). Results and conclusion: (investigation in progress ¿ no conclusion can be drawn).